Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician additionally reported "right sided breast pain as well as a palpable mass in the right outer hemisphere¿, ¿soft 1 cm in diameter lump¿, ¿slight elongation of the medial aspect of the right implant¿, and ¿capsular contracture, baker grade unknown¿.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight to the specification, crease folds, deformation, wear abrasion and brown particles. Cloudiness and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to rupture device were observed.

Event description:
Healthcare professional reported right side rupture. Physician additionally reported "right sided breast pain as well as a palpable mass in the right outer hemisphere¿, ¿soft 1 cm in diameter lump¿, ¿slight elongation of the medial aspect of the right implant¿, and ¿capsular contracture, baker grade unknown¿. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Event description:
Device was explanted.